Manufacturer narrative:
Due to characterization limit e1 event site name: baylor medical center at irving updated fields: a2,a3,a4,b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: b5, h6(medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the unit with the batteries removed. The fse inserted battery 1 into the terminal, and the unit immediately turned on with an audible alarm tone. The fse removed the battery, re inserted it, and powered the unit up in service mode. Several pages of power management faults were discovered. The unit was powered on in clinical mode and fault code f0 was observed on the executive processor board. The fse replaced the power management board and inserted both batteries. No further issues were found. Functional and safety tests were performed to factory specifications. The iabp was cleared for clinical use. The failure analysis and testing dept. Received with a reported unit failure of an audible alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Unit powers up automatically when supplied with power. There is a known history of this failure and is the cause is due to a design issue. Retaining the part in the failure analysis and testing department.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) unexpectedly shut down and had a loud, continuous screeching sound. There were no patient harm or injury was reported.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had a noise related malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in block e1: event site address: (B)(6). Based on the pua received on 24 apr 2026, the correct aware date is 22 feb 2026; therefore, the g3 date in the initial MDR should be 22 feb 2026. Since the MDR is closed, this update is documented here.

Event description:
N/a.